Manufacturer narrative:
Investigation: the set in question was not returned for investigation. We therefore conducted investigations based on the provided information. In regard to the production of imuflex, sealed bags are filled with solution and the line is assembled. These bags are sterilized, stacked, and placed into the blister packs. The top film of each blister pack is heat-sealed. For the leukoreduction filter, filter membranes are punched out, laminated, and integrated into soft housing. In order to ensure leukoreduction performance and to prevent filter occlusion in and hemolysis, standards have been set to control particulate removal rates and cationization levels of each filter membrane. The standards of average cationization levels of laminated filter membranes have also been set and controlled. We reviewed the manufacturing record of the lot number in question and confirmed that no anomalies occurred in any process, and the products were manufactured as usual. In addition, we investigated dope material used for the lot number in question and found that the viscosity of pu solution of dope material conformed to the standards. Release testing, which includes measurements of solution concentration and volume and a visual inspection, is performed on the product concerned on a sample basis. We reviewed each testing and inspection record of the production number and confirmed that there were no anomalies in all release testing items. The product conformed to the standards. Regarding the retained sample of the lot number concerned, three sets were visually inspected. There were no abnormalities in their appearances. We used one of the sets to measure the solution volume and used another one of the sets to perform a quantitative test for the composition of the solution in the same manner as the release testing. The measured results conformed to our in-house standards. Root cause: we reviewed the manufacturing record and the testing and inspection record of the lot number concerned as well as examining the retained samples; however, we did not find any abnormalities and we were not able to identify the cause of the issue. Wbc contamination is commonly caused by the following factors: 1) blood characteristics of donors there is a possibility of wbc contamination due to blood characteristics of donors. 2) pressure loaded on filter membranes for some reason, where a physical stress on filter membranes is greater than what is expected, trapped white blood cells are pushed out of the filter membranes and may result in wbc contamination. For the prevention of wbc contamination, the instructions for use (IFU) of the product state: "[caution] do not squeeze or apply pressure on the filter while it is attached to the bag containing the filtered blood", and ¿clamp the blood filled tubing before blood enters the filter¿. We confirmed in some complaints previously reported that the following cases caused wbc contamination. - blood was filtered within 30 minutes after blood collection. - the tube below the filter was not clamped before blood flowed into the filter when expelling air.

Event description:
The customer reported an elevated white blood cell (wbc) content in the whole blood product. There was not a transfusion recipient or patient involved at the time of the unit processing, therefore no patient information is reasonably known at the time of the event. Donor unit ID: (B)(6) the device is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation is in process. A follow up report will be provided.

Event description:
The customer reported an elevated white blood cell (wbc) content in the whole blood product. There was not a transfusion recipient or patient involved at the time of the unit processing, therefore no patient information is reasonably known at the time of the event. Donor unit ID: (B)(6) the device is not available for return because it was discarded by the customer.

Event description:
The customer reported an elevated white blood cell (wbc) content in the whole blood product. There was not a transfusion recipient or patient involved at the time of the unit processing, therefore no patient information is reasonably known at the time of the event. Donor unit ID: (B)(6) the device is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Corrected information is provided in d.9, h.3, h.6 and h.10. Corrected investigation: we received the set returned from the customer for evaluation. One set of the leukocyte reduction filter and the red blood cell storage bag was returned for evaluation. The filter was rinsed with normal saline. The normal saline flowed through the filter at a fast flow rate of 90 ml/min. We disassembled the rinsed filter to observe the appearance of filter media (membranes). We noticed creases in the filter media; however, the creases were not different from those observed in conforming products. We did not observe aggregates adhered to the filter media. An airtightness test was performed on the filter in accordance with the following procedures and we confirmed that air leaks were not observed in any locations of the filter. I) the tab sheet covering the outlet side (second side) of the filter is cut out carefully and exposed the outlet side to allow observing the frame sheet (partition) directly. Ii) air is admitted to the filter, which is submerged in water, from the outlet-tube of the filter at a gauge pressure of 39.2 kpa (0.4 kgf/cm2) for approximately 10 seconds to check whether there is any air leakage from the frame sheet (partition). 5) after passing normal saline through the filter, we dyed the filter media with toluidine blue for observation. We noticed that the fifth and six filter media from the inlet side of the filter were dyed dark, that is, white blood cells were accumulated in these dark dyed areas. Investigation: in regard to the production of imuflex, sealed bags are filled with solution and the line is assembled. These bags are sterilized, stacked, and placed into the blister packs. The top film of each blister pack is heat-sealed. For the leukoreduction filter, filter membranes are punched out, laminated, and integrated into soft housing. In order to ensure leukoreduction performance and to prevent filter occlusion in and hemolysis, standards have been set to control particulate removal rates and cationization levels of each filter membrane. The standards of average cationization levels of laminated filter membranes have also been set and controlled. We reviewed the manufacturing record of the lot number in question and confirmed that no anomalies occurred in any process, and the products were manufactured as usual. In addition, we investigated dope material used for the lot number in question and found that the viscosity of pu solution of dope material conformed to the standards. Release testing, which includes measurements of solution concentration and volume and a visual inspection, is performed on the product concerned on a sample basis. We reviewed each testing and inspection record of the production number and confirmed that there were no anomalies in all release testing items. The product conformed to the standards. Regarding the retained sample of the lot number concerned, three sets were visually inspected. There were no abnormalities in their appearances. We used one of the sets to measure the solution volume and used another one of the sets to perform a quantitative test for the composition of the solution in the same manner as the release testing. The measured results conformed to our in-house standards. Corrected root cause: we did not observe any abnormalities in the filter returned from the customer. We noticed that the fifth and sixth filter media were dyed dark with toluidine blue. Therefore, occlusion may have occurred, and blood may have been filtered by the filter area that was smaller than usual, and the linear speed (flow rate per unit area) increased. Thus, the leukoreduction failure (elevated wbc count) occurred.

Event description:
The customer reported an elevated white blood cell (wbc) content in the whole blood product. There was not a transfusion recipient or patient involved at the time of the unit processing, therefore no patient information is reasonably known at the time of the event. Donor unit ID: w141822001680 the device was returned by the customer for evaluation

Manufacturer narrative:
This report is being filed to provide corrected information is provided in h.10. Corrected investigation: we received the set returned from the customer for evaluation. One set of the leukocyte reduction filter and the red blood cell storage bag was returned for evaluation. The filter was rinsed with normal saline. The normal saline flowed through the filter at a fast flow rate of 110 ml/min. We disassembled the rinsed filter to observe the appearance of filter media (membranes). We noticed creases in the filter media; however, the creases were not different from those observed in conforming products. We did not observe aggregates adhered to the filter media. An airtightness test was performed on the filter in accordance with the following procedures and we confirmed that air leaks were not observed in any locations of the filter. I) the tab sheet covering the outlet side (second side) of the filter is cut out carefully and exposed the outlet side to allow observing the frame sheet (partition) directly. Ii) air is admitted to the filter, which is submerged in water, from the outlet-tube of the filter at a gauge pressure of 39.2 kpa (0.4 kgf/cm2) for approximately 10 seconds to check whether there is any air leakage from the frame sheet (partition). After passing normal saline through the filter, we dyed the filter media with toluidine blue for observation. We noticed that the fifth filter media from the inlet side of the filter were dyed dark, that is, white blood cells were accumulated in these dark dyed areas. Investigation: in regard to the production of imuflex, sealed bags are filled with solution and the line is assembled. These bags are sterilized, stacked, and placed into the blister packs. The top film of each blister pack is heat-sealed. For the leukoreduction filter, filter membranes are punched out, laminated, and integrated into soft housing. In order to ensure leukoreduction performance and to prevent filter occlusion in and hemolysis, standards have been set to control particulate removal rates and cationization levels of each filter membrane. The standards of average cationization levels of laminated filter membranes have also been set and controlled. We reviewed the manufacturing record of the lot number in question and confirmed that no anomalies occurred in any process, and the products were manufactured as usual. In addition, we investigated dope material used for the lot number in question and found that the viscosity of pu solution of dope material conformed to the standards. Release testing, which includes measurements of solution concentration and volume and a visual inspection, is performed on the product concerned on a sample basis. We reviewed each testing and inspection record of the production number and confirmed that there were no anomalies in all release testing items. The product conformed to the standards. Regarding the retained sample of the lot number concerned, three sets were visually inspected. There were no abnormalities in their appearances. We used one of the sets to measure the solution volume and used another one of the sets to perform a quantitative test for the composition of the solution in the same manner as the release testing. The measured results conformed to our in-house standards. Corrected root cause: we did not observe any abnormalities in the filter returned from the customer. We noticed that the fifth filter media was dyed dark with toluidine blue. Therefore, occlusion may have occurred, and blood may have been filtered by the filter area that was smaller than usual, and the linear speed (flow rate per unit area) increased. Thus, the leukoreduction failure (elevated wbc count) occurred.